Manufacturer narrative:
A medivators technician arrived onsite to inspect the unit and learned from facility personnel that the scope was not properly connected to the ssd-102 prior to a cycle being initiated causing the cycle to abort. The technician ran two test cycles, confirmed the unit to be operating according to specifications, and returned it to service. Additionally, the technician learned from facility personnel that the staff member was not wearing proper ppe, specifically eye protection. The medivators ssd-102 automated endoscope reprocessor user manual states (6), "avoid biological contamination and chemical burns-always wear appropriate personal protective equipment when handling endoscopes or disinfectant solutions." The user manual further states (20), "warning! Avoid possible chemical burns. Always wear personal protective equipment (gloves, goggles) when handling disinfectant." No additional issues have been reported.

Event description:
The user facility reported that after an aborted cycle their staff member pressed cancel on the ssd-102 aer and disconnected the scope. As the employee disconnected the scope, they were splashed in eye by residual liquid within the aer. The user facility did not disclose if medical treatment was administered.